Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as MFR ID# 2134265-2011-05759 & 2134265-2011-05771. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction. The patient was diagnosed with atherosclerotic heart disease. Cardiac catheterization revealed two lesions. The first was a 75% stenosed and 25mm long lesion located in the proximal left anterior descending artery (lad) with a reference vessel diameter of 3.2mm. This was treated with direct stenting using overlapping of a 3.5x12mm and 3.5x16mm promus element stent resulting in 0% residual stenosis. The second was 75% stenosed and 14mm long lesion located in the ramus with a reference vessel diameter. This was treated with direct stent placement of a 3.5x16mm promus element stent resulting in 0% residual stenosis. The same day post procedure, the patient had elevated troponin level (peak troponin= 1.057 ng/ml, uln= 0.014 ng/ml) and was diagnosed as having a myocardial infarction with no ischemic symptoms. No action was taken to treat this event. The patient was discharged on the same day on aspirin and clopidogrel. It is the opinion of the physician that this event is not related to the taxus element stents.